Event description:
It was reported that during an implant attempt, positioning/fixation difficulty was encountered. High/unstable/unmeasurable threshold, muscle/nerve stimulation and dislodgement were noted. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, blood was noted on the distal conductor on visual inspection.